Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support. It was unable to verify the compromised force sensor system alarms due to motor error alarms. Device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system, the screen, battery tube and belt clip slot are cracked and the logo discolored. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.